Event description:
Boston scientific received information that this patient had been swimming in a pool and received several shocks. Today, system evaluation noted a red alert due to a shorted lead message lead impedance less than 20 ohms. Stored episodes show what appears to be electromagnetic interference (emi) which resulted in oversensing due to a faulty pool pump.

Manufacturer narrative:
A boston scientific technical services consultant informed the caller that the system should be replaced. The system remains actively implanted at this time and no other adverse events have been reported. This product issue will be re-evaluated if additional information is received.